Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switches. No button error alarm noted during testing. Keypad connector was fully locked. Device had broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 184 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.